Event description:
The customer reported the unit overheated and shut down during fluoro. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. This record concerns complaints of low ma and kv error messages and a shut down when operating in rare techniques. Per the fe, the customer misunderstood these error messages for heat warnings and therefore reported it as overheating and shutting down. However, this particular c-arm shut down when it was operated only in rare techniques and only shut down for the fe. The system was tested and found to be working as intended and put back into service.